Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with respiratory syncytial virus infection and moderate diabetic ketoacidosis on (B)(6) 2026. On (B)(6) 2026, the patient's general practitioner recommended an inhaler of steroids for a cold and persistent cough the patient was experiencing. After inhaling the steroids, the patient's blood glucose (bg) levels remained elevated despite multiple bolus attempts. The patient was subsequently admitted to the hospital. The patient's blood glucose (bg) levels reached 41.2 mmol/l (742 mg/dl) while wearing the pod on the arm between 49 and 71 hours. Symptoms reported include coryza. The patient was treated with insulin via intravenous therapy and antibiotics for the respiratory infection. The patient was discharged on (B)(6) 2026. The pod was removed and discarded by the healthcare professional at the hospital. A new pod was successfully applied.